Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information hat during a follow up it was noted that the competitor right atrial (ra) lead pacing impedance measurements were varying and out of range. The ra sensing had dropped and it was noted that a lead safety switch occurred resulting in the device to go from bipolar to unipolar configuration following an out of range pacing impedance value. In addition noise was seen resulting in oversensing by the device and numerous anti tachycardia response episodes. Boston scientific technical services (ts) discussed possible root cause for the reported clinical observations. At this time the device and competitor ra lead remain implanted.